Event description:
Lens replacement because the diopter power of the intracular lens was mislabeled. The lens was labeled a 25.5 diopter, and through check of inventory product, it was discovered that the lens was acually a 15.0 diopter power. Patient prognosis is good.